Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device had no power when it was activated. The power supply, hemopro2 adaptor and hemopro2 extension cable were switched out and the hemopro device functioned properly. There was no issue with the power supply. The hospital did not report any pt effects. The hospital intends to return the adaptor and extension cable. Refer to MFR report number: 2242352-2012-00918 for the related report.